Manufacturer narrative:
Gore® excluder® aaa endoprosthesis/rlt281412/lot#:14290885 / (B)(4). The device remains implanted. Consequently, a direct product analysis could not be performed. The instructions for use include the following warning among others: ¿adverse events that may occur and / or require intervention include, but are not limited to: aneurysm enlargement, arterial or venous thrombosis and / or pseudoaneurysm, endoleak". Additional endoprostheses implanted on (B)(6) 2016: gore® excluder® aaa endoprosthesis plc231000/23mmx10cm/lot#:14307202/(B)(4). Gore® excluder® aaa endoprosthesis/plc201000/20mmx9.5cm/lot#:14022923/(B)(4). Additional endoprothesis implanted on (B)(6) 2016: gore® excluder® aaa endoprosthesis /pla280300/28.5mmx3.3cm/lot#:13514442/ (B)(4).

Event description:
It was reported to gore that on (B)(6) 2016, a patient underwent repair of an abdominal aortic aneurysm and three gore excluder aaa endoprostheses were used. Subsequently on (B)(6) 2016, the patient experienced a type ia endoleak. On (B)(6) 2016, an additional gore excluder aaa endoprosthesis was placed. The physician reported that at the final angio, the cuff fit nicely right below the left renal artery and the type 1a endoleak resoloved. However, there was a small pseudoaneurysm at the left side, which was sutured on (B)(6) 2016. The physician reported that the patient is doing fine and was discharged to home on (B)(6) 2016.

Manufacturer narrative:
(B)(4).